Manufacturer narrative:
The customer reported that the bedside monitor (bsm) shows in communication loss (comm loss) on the central nurse's station (cns). Technical support (ts) is working with the customer to resolve the reported issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that the bedside monitor (bsm) shows in communication loss (comm loss) on the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) shows in communication loss (comm loss) on the central nurse's station (cns). Technical support (ts) is working with the customer to resolve the reported issue. There was no patient injury reported. Investigation summary: during follow-up with the customer, customer indicated that the communication loss issue was due to the network cable filter. The customer did not provide additional information. Based on the available information, a definitive root cause could not be identified. However, it is possible that staff or personnel may have accidentally unplugged the network cable of the device. Communication loss issues may also occur due to damaged and/or faulty network cables and hit. These components may fail due to wear and tear from normal use, or due to power fluctuations. The issue is related to the cable used with the nk device. Available information does not suggest that there was a malfunction of the cns device. No corrective actions will be performed at this time. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Manufacturer references # 300286525 - 134347 follow up 001.

Event description:
The customer reported that the bedside monitor (bsm) shows in communication loss (comm loss) on the central nurse's station (cns).